Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified, moderately tortuous, 80% stenosed mid to distal left anterior descending coronary artery. Pre-dilatation was performed, and a 3x38mm xience xpedition stent delivery system (sds) was advanced. The stent was deployed, and post-dilatation was performed. A dissection was noted, so a 3x33mm xience xpedition stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.